Event description:
As reported on the medwatch received by the hospital: "vent dependant pt presented to MRI for a series of ordered tests. Transferred to MRI bed from stretcher. Placed on invivo ECG and pulse oximeter for monitoring. Also placed on MRI compatible oxygen tank and flotec gauge/meter was new to the MRI department. Since it was new, MRI techs thought it read differently - grey window meant oxygen flowing to pt would go to red area when tank empty. Pt was hand bagged at 15 liters of oxygen flow for procedure. Upon changing oxygen tanks, prior to starting MRI, respiratory therapist questioned gauge. MRI staff explained it was a new gauge and all staff could hear and feel flow so it was decided to go ahead with using that tank/gauge, as o2 sats and heart rate appeared fine on the monitor. Approx. 45 minutes into MRI, pt began hiccuping. Nurse called for the floor to bring ativan to help calm pt and decrease movement. When rn from floor arrived 8 minutes later, noted pt to be mottled, unresponsive and without heartrate. ECG reading in 70's and with a pulse reading of 95-97. Pt was a dnr. No further measures taken."